Manufacturer narrative:
(B)(4). Batch # m55u28. The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, when surgeon took fire the stapling gun, the stapling knife was not moved to forward on staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.